Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels (800+ mg/dl). Customer was treated with intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2014.